Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 268 mg/dl due to medication that was recently started. The contact was to speak to a healthcare provider about how to treat the high bg. The contact declined tandem technical support's offer to troubleshoot the high bg.